Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 09/12/2015 to 11/19/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." A photograph of cyclesure 24 suspect bi was received. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was yellow media remaining in the vial confirming the suspect bi result. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The fse completed the re-qualification of the unit and confirmed the unit was working within specifications. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure retains met functional specification when used per IFU. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
An international customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx flex cycle. The bi was incubated for 24 hours. There was no load involved as this issue occurred during a performance qualification. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.